Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Section a: although requested, patient demographics not provided.

Event description:
It was reported that patients flush and maintain drains at home with the use of a stopcock which occasionally leaks around the connection to the drain. When this occurs, they go to the hospital to get the stopcock changed. Although requested, there has been no further information received.